Manufacturer narrative:
It was reported, mps (B)(6) reported arm shaking/jerking upon entering haptics, loud squealing noise while cutting troubleshooting notes: mps reported arm jerking up and down upon trying to enter into haptics and there was a loud squealing noise coming from the arm while cutting, also there were issues with the battery before the case, it may have just been because the plug was not fully seated, but mps wanted to note so it could be looked at. They have a large volume of cases next week, 4 on monday. Case type : tka (communication log) update: surgical delay: "<15 mins delay"¿. Product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: n/a. Work performed: mps determined it was a bad adapter. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review. Review of the device history records indicate p/n: 219999, rob1024 was inspected and accepted into final stock on 24 october 2019 with no reported discrepancies. Complaint history review . A review of complaints in catsweb and trackwise related to p/n: 219999, rob1024 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed. The issue was discussed witht he mps during a phone call and it was determined that the failure was a result from a "bad adapter". Onsite visit was not required as the issue was resolved. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Device not returned.

Event description:
Reported arm shaking/jerking upon entering haptics, loud squealing noise while cutting troubleshooting notes: mps reported arm jerking up and down upon trying to enter into haptics and there was a loud squealing noise coming from the arm while cutting, also there were issues with the battery before the case, it may have just been because the plug wasn't fully seated, but mps wanted to note so it could be looked at. They have a large volume of cases next week, 4 on monday. Case type : not reported update: surgical delay: "<15 mins delay".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Reported arm shaking/jerking upon entering haptics, loud squealing noise while cutting troubleshooting notes: mps reported arm jerking up and down upon trying to enter into haptics and there was a loud squealing noise coming from the arm while cutting, also there were issues with the battery before the case, it may have just been because the plug wasn't fully seated, but mps wanted to note so it could be looked at. They have a large volume of cases next week, 4 on monday. Case type : not reported. Update: surgical delay: "<15 mins delay".